Manufacturer narrative:
Literature events: author: hiroyuki terasawa a, kazuyuki matsumoto a, *, takehiro tanaka b, takeshi tomoda c,taiji ogawa d, yuki ishihara, tatsuya kikuchia, taisukeobataa,takashiodaa,akihiromatsumi a, kazuya miyamoto a, kosaku morimoto a, yuki fujii a,tatsuhiro yamazaki a, daisuke uchida a, shigeru horiguchi a, koichiro tsutsumi a,hironari kato a, motoyuki otsuka title: cysts or necrotic components in pancreatic ductal adenocarcinoma is associated with the risk of eus-fna/b complications including needle tract seeding source: https://doi.org/10.1016/j.pan.2023.10.018 1424-3903/© 2023 iap and epc. Published by elsevier b.v. All rights reserved. Accepted 23 october 2023 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study, a retrospective study was conducted between (B)(6) 2018 and (B)(6) 2022, comparing the incidence of complications associated with endoscopic ultrasound fine-needle biopsy (eus-fna/b) in patients with pancreatic ductal adenocarcinoma (pdac) with and without cysts or necrotic components. Out of the 361 patients who underwent endoscopic ultrasound fine-needle biopsy (eus-fna/b) using either a fine biopsy needle or a competitor device, nine experienced complications. These included two cases of mild localized peritonitis and required three days of fasting with fluid infusion and antibiotics. Two cases of pancreatitis were also observed, with one patient developing an intraperitoneal abscess, requiring computer topography (CT) guided abscess drainage and more than a month of treatment. The other case of pancreatitis was described as mild and required three days of conservative treatment. Two cases of bleeding were also reported, one managed with a blood transfusion and the other resolved through endoscopic hemostasis. Notably, all three cases of needle tract seeding occurred in patients with tumors, cysts or necrotic components, who underwent endoscopic ultrasound fine-needle biopsy (eus- fnb).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.